Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. E1-facility name- (B)(6) hospital.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca) with moderate calcification, moderate tortuosity and 90% stenosis. After pre dilating the lesion with an unspecified balloon, the 3.50x28mm xience skypoint stent delivery system (sds) was introduced with a non-abbott guide extension catheter and crossed the lesion; however, the stent became stuck with the guide extension and met resistance during advancement and removal. After removal, the stent edge was noted flared. Another non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.